Event description:
It was reported that pacing threshold and lead impedance were increased. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped.